Event description:
The facility returned the device for service. During service testing baxter service technician reported that a failure code 570:320:844:0000 was found in the event history. No record of any pt incident involving the pump since the last baxter svc event.